Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant medical products: product ID neu_unknown_cath, product type: catheter. Product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Bendel, m.a., moeschler, s.m., qu, w., hanley, e., neuman, s.a., eldrige, j.s., hoelzer, b.c. Treatment of refractory postdural puncture headache after intrathecal drug delivery system implantation with epidural blood patch procedures: a 20-year experience. Pain research and treatment. 2016. 2134959. (1-5). Doi: 10.1155/2016/2134959. Summary: this study aims to provide a retrospective report of epidural blood patch (ebp) for patients suffering from postdural puncture headache (pdph) related to intrathecal drug delivery system (idds) implantation. Reported events: master: a chart review uncovered post-dural puncture headache (pdph) symptoms in 73 patients. Of the patients with pdph, 15 patients had symptoms refractory to conservative treatment and required 17 epidural blood patch procedures. All patients reviewed achieved relief of the pdph symptoms; two patients were found to have persistent cerbrospinal fluid leak that required reoperation with purse-string suture placement and/or surgical fibrin glue placement at the intrathecal drug delivery system (idds) catheter entrance site. All patients reviewed achieved relief of the pdph symptoms.